Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
It was reported that in between the surgery, during the first time put in use the new saw was not working. The surgeon claims the saw worked for less than 15 seconds and stopped. There was a minor delay while the surgeon obtained a competitor's device to complete the procedure.